Manufacturer narrative:
The subject device has been returned to olympus for evaluation and the reported issue was confirmed. In addition, during evaluation, it was observed, visual examination found no abnormalities, operation confirmation found no abnormalities, poor contact of vide connector was noted, and battery consumption was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility submitted a repair request to the olympus service center indicating, the power of the visera video system center went off (poor contact at the primary power cable insertion port). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the reporter, additional information based on the legal manufacturer's final investigation, and a device history record (DHR) review. Additional information was received indicating, the reported issue occurred on oct 31, 2022, during preparation for use. A review of the DHR found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was noted, it was not possible to determine whether indication phenomenon occurred due to the failure of the device. The device was checked for more than 6 hours of aging and contacting with the primary power cable insertion port, but the reported issue was not able to be confirmed. Poor contact at the video-jack was identified, but the cause leading to poor contact could not be identified. Olympus will continue to monitor the field performance of this device.